Manufacturer narrative:
(B)(4). Date sent: 09/08/2025. B3: only event year known: 2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a97e6d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure; it was observed that the reload was stuck in the middle of the staple line during firing. It was further reported that the reverse button was not working. The surgeon used the manual override to force the knife return back to home position and removed the jaw of the gun from the organ. Then changed to another new gun to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. D4: batch #446d01. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no reload present. During visual inspection, the bailout door was noted to be out of position; additionally, the bailout lever was damaged, likely due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. The event described of partial fire, difficult to open, and would not reverse button force could not be confirmed as the device fired as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 446d01, and no non-conformances were identified.